Event description:
During the beginning of a procedure in 2006 the image blacked out, and was unable to be retrieved. The procedure was completed with the use of another similar device. There was no allegation of harm.